Event description:
The patient underwent primary surgery with no medacta components implanted. On (B)(6) 2023, the patient underwent revision surgery during which medacta implants were implanted. On (B)(6) 2026, approximately 3 years and 2 months after the previous surgery, the patient experienced pain, which led to an exploratory arthroscopy to investigate the cause of the pain. During the procedure, the bushing was found to be mobilized/loose. Consequently, a revision surgery was performed, and all the implants were revised.

Manufacturer narrative:
Batch review performed on 05 june 2026, lot: 2114881: (B)(4) items manufactured and released on 05 april 2022. Expiration date: 20 march 2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.